Event description:
The surgeon implanted a 3-piece collamer lens model cq2015 and the lens tore during insertion. The lens was implanted and removed without pt injury.

Manufacturer narrative:
H6: method-86 (other): a work order search was performed for the lens. Results - 100 (other): visual inspection of the lens showed the optic was torn. There was evidence of surgical residue. There were similar complaints found within the work order. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.